Event description:
It was reported that the patient had no activity on the right side and it was suspected that the implant was depleted. The patient was a resident in a nursing facility. This was first noticed 1.5-2 weeks prior to the date of this report. The patient¿s wife thought that one of the patient¿s implantable neurostimulators (ins) was not working. The patient was having more bad days than good days, he was not his normal self. Both ins's were checked and both would only show the solid green light at the 9 volt; no other lights came on on the programmer no matter what buttons were pushed. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387-40, lot# j0107938v, implanted: (B)(6) 2001, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3387-40, lot# j0107933v, implanted: (B)(6) 2001, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).